Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0009952803 was returned and analyzed. Visual inspection showed that the shaft was kinked and pinched at 2.4 inches from the tip. The shaft tip was intact with no apparent issues. The kink could have caused deflection or steerability or insertion difficulties. In conclusion, the reported shaft kink was confirmed through testing. The sheath failed the returned product inspection due to a kinked shaft. If information is provided in the future, a supplemental report will be issued.